Event description:
When injecting insulin into a patient ((B)(6)), no medicine dripped out and after pulling it out, it was found that the needle was bent. On june 21, the customer service called the contact person to verify the item number 320543. The purchase time was unclear, there were no sample ,no photos, and no investigation response was required. The contact person did not see the needle and was not sure whether the needle was bent at the needle - pe or the needle - npe. Sample availability? No. Sample availability details: no sample available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.